Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer declined to troubleshoot for the high blood glucose level. The customer stated they advised to change sensor if he is unable to calibrate and sending replacement sensor. The customer stated there was a loss of communication. The product was replaced. The product will be returned for analysis.